Manufacturer narrative:
The reported event of corroded iuis file was opened to document an event that the customer reported. No devices or logs were returned for investigation. Although no devices were provided for investigation, the site visit summary contains photos that confirm the customer¿s generalized report. An investigation can¿t be performed using the attached photo alone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported corroded iui connectors were discovered during pm and a site visit. There is no patient involvement.